Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a black rubbery foreign material, however, the specific material could not be identified. It was noted that the material had not originated from the device. The cause of the material remaining in the device could not be conclusively specified but it is likely reprocessing was not properly or fully performed due the discovered leak in the device. The following information from the instructions for use (IFU) state to contact olympus in case a leak is detected. Therefore, stopping reprocessing when a leak occurred is not a deviation from the IFU. Reprocessing manual - leakage testing of the endoscope "perform the leakage test - caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis lucera elite colonovideoscope presented with low flow at the air/water pressure on (B)(6), 2023, and the issue was not reportable. The intended procedure was completed successfully with the same set of equipment. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The new aware date for the pae that was identified is may 17, 2023. During the evaluation of the device, it was noted that debris was identified in the mouth of the air/water nozzle. The foreign debris remained in the nozzle, which caused insufficient reprocessing. This report is to capture the reportable malfunction of foreign debris in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: light cover glass adhesive, optical cover glass adhesive, and the distal end adhesive were worn; the switch had a hole in the button; the up/down/left/right angle were not to specification; the up/down/left/right angle had play and were not up to specification; the air channel volume had blockage that was evident; water flow and water removal were not up to specification; electrical safety was not up to specification; and the unit failed the automated air leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.